Event description:
A customer reported to beckman coulter that the coulter act diff hematology analyzer leaked approximately two tablespoonful of fluid at the red blood cell (rbc) bath while running controls. The control run produced the red blood cell and platelet results that were low and out of the expected ranges. The leaked fluid appeared to be diluent and was not contained within the instrument. No erroneous patient results were generated in connection with this event. The customer was wearing gloves at the time of the event. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but has an exposure control plan at the facility.

Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer over the phone with troubleshooting the leak. The customer found that the rbc bath was not draining. The cts instructed the customer to manually flush the drain line of the rbc bath with bleach three times. After rinsing the bath, the customer verified that the instrument was running without any leaks and all of the control results came within the expected ranges. Service was not dispatched for this event. (B)(4).